Manufacturer narrative:
Please note this MDR is a follow-up report specific to original manufacturer report number 3004464228-2015-0492 and (B)(4). This report is being sent to provide the investigation results of the returned device. Returned device was evaluated and performed within specification. No issue found that would have contributed to the patient's hyperglycemia.

Event description:
The customer reported her blood glucose reached 17.0 mmol/l (306 mg/dl) and that the cannula was kinked. The pod was worn between 4 and 24 hours.